Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: comp-(B)(4).

Event description:
It was reported from the office of powers dental group that a silent nite appliance experienced device breakage around the right-side hinge, which reportedly completely came off. The patient was reported as a 48-year-old male with a medical history of sleep apnea. Oral hygiene was reported as excellent. The appliance was delivered on (B)(6) 2025. The patient presented with the issue on (B)(6) 2026. The patient did not discontinue use of the device. Reportedly, the patient followed the cleaning and storage directions per the device instructions for use. The appliance was replaced with a product similar to the complaint product.